Event description:
Related manufacturer report number: 2916596-2021-03138.

Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of the controller failing to alarm, and a dim pump running led was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(4)) was submitted for review. If the controller is returned this investigation will be reopened and the controller will be investigated accordingly. Additional information provided on 02jun2021 stated that the patient fell asleep on batteries for approximately six hours. After the reported event the patient returned to sleeping on the mobile power unit and is doing well. The root cause for the failure to alarm and dim pump running led was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) section 2 "system operations" state that the backup battery is intended only for backup power during a power emergency. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient depleted all power sources including the backup battery on (B)(6) 2021 causing the pump and controller to shut off at approximately 12:43 am. After an unknown time the controller was reconnected to battery poser which restarted the pump. A yellow wrench alarm was seen after reconnecting to power. This was due to the controller clock resetting due to the loss of power. The patient stated they were unable to hear their alarms while sleeping. The patient also stated that they felt better after about 15 minutes of having the pump turned back on. No other symptoms were reported. It was noted that the pump was off for about 6 hours. The patient was evaluated at the clinic. The patient was stated to be doing well as an outpatient. The patient was unable to see the green running arrows and the volume for the alarms was decreased. The controller was exchanged. No additional information was provided.